Manufacturer narrative:
Concomitant medical products: dtmb1q1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds in all vectors and the patient reportedly experienced intermittent pectoral stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.